Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. The pad-pak was first installed on (B)(6) 2012 and performed to specification up to the (B)(6) 2015. The device records manual power ups under 1 minute duration on (B)(6) 2015. Between (B)(6) 2016 the device records multiple manual power ups, one of 10 minutes duration. This may indicate the user was regularly power cycling the device of the beginnings of membrane failure. The returned pad-pak was inserted into the device and passed a self-test. During the power up no speech prompts were issued. This indicates a fault. The device was shutdown with the status led continuing to flash green. The device delivered a test shock without fault during testing with an acceptable measurement recorded. No audio prompts were given however visual prompts were displayed. The device powered off without any audio prompts and a flashing green status led. Investigation was unable to replicate the reported fault of the device switching on automatically. The device was stressed between 0-50 degrees celcius for 48 hours whilst performing self-tests every 20 minutes. This equates to approximately 33 months of normal use without fault. However a fault was found with the speaker during the investigation. The speaker was measured and was found to have failed. The pad unit was tested and passed final test before leaving heartsine. This would indicate the failure occurred after this time.